Event description:
Customer reports that while crushing the glass ampule in the qc material, a piece of glass instrument came through gloves and cut her right thumb. Customer was not using the protective sleeve when she got exposed. Customer did not receive any medical treatment other than the usual procedure of washing the cut under running water and a band aid to contain any further bleeding.

Manufacturer narrative:
(B)(4). Manufacturer method: no product returned from user facility. Results: customer complaint confirmed. Conclusions: no conclusion can be drawn.